Event description:
It was reported that the device was explanted due to premature battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis revealed that the device had an internal short across the battery. The cause of the short was from an iron particle on the device cathode which in turn allowed for a conductive bridge between the cathode and anode. This resulted in the battery depleting sooner than expected based on the device settings.